Event description:
It was reported the patient experienced an intermittent increase in tone for approximately two months. Dose increases had been performed and results were noted but they weren't as effective. A catheter access port study was performed on (B)(6) 3013 and no problems were noted, the catheter was patient. Following the procedure the pump tubing and catheter were primed instead of only the catheter. The patient was feeling sleepy and difficult to arouse six or seven hours after the bolus. The patient returned to the clinic. The pump was delivering lioresal. It was later reported, the patient experienced baclofen overdose with symptoms of decreased level of consciousness and respiratory depression. The patient was hospitalized. Patient outcome was noted as serious life threatening injury/illness; recovered without sequelae.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4) implanted: 2012 (B)(6), product type catheter; product type programmer, physician. (B)(4).